Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient had a blood glucose (bg) over 500 mg/dl with polyuria, nausea/vomiting and diarrhea. Customer support (cs) review found that the pump had maximum tdd limit of 55u programmed, but since the patient had changed from u500 insulin to u100 insulin, the patient is now to receive a maximum of 76.4u per day and the tdd limit in the pump was never adjusted by hcp. The patient was not aware the he was not receiving the additional 21 u of insulin, despite the warning on the pump. The patient has insulin resistance and had to come off u500 insulin and is now on novalog and taking levemir. Cs review also found at the time of call, the date/time incorrectly showed (B)(6) 2014, 3:38am, instead of (B)(6) 2014. 2:40pm and concluded the incorrect date/time led to the exceeds limits alarm. Patient was unaware of this date issue, and states he did not change the battery and did nothing to cause this date change. This complaint is being reported because the patient experienced hyperglycemia, possibly related to the user errors of the tdd not being updated and of not addressing the pump warning. The time/date issue is being reported because the cause of the change is unknown, and it may have contributed to the hyperglycemia.